Manufacturer narrative:
This report is in response to mw5091656. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Patient also reported "mental problems, bone, joint pain, nerve pain, infections, sores, bruises all over my body even down both legs, breathing problems, cardiovascular problems and fibromyalgia; these events are not device related. Device has been explanted.